Event description:
A technician reported an intraocular lens (iol) was exchanged for a monofocal lens due to an unexpected outcome, corneal topography change and increased astigmatism. Additional information was received from the ophthalmic assistant who reported the event resolved with treatment (exchange). She reported that, in the surgeon's opinion, it is unknown if the iol caused/ contributed to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).